Manufacturer narrative:
Additional information was added to: section c suspect products. Investigation summary: the investigation is currently in progress. Once the investigation is completed, a detailed summary will be provided.

Manufacturer narrative:
Additional information was added to: b2, b4, g6, h2, h3, h11. Correction to: h6 (component code, type of investigation, and investigation conclusions). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Manufacturer narrative:
Investigation summary: the investigation is currently in progress. Once the investigation is completed, a detailed summary will be provided.

Event description:
We would like to notify the following non-conformance detected during our internal investigation. We evaluated your process as a potential cause to explain the below reported condition. Complaint severity: major, complaint priority: standard, bd item code: 320216, bd item designation: pn 29gx 12.7 europe bd, problem statement: defect: visual\other, object: needle, involved batch(es): 4079018, 4010771, failure rate: 01 unit, complaint origin: bd customer. Event description: customer complaint has been recorded classified as high priority for "a serious incident is reported to have occurred to the end-user." Please be advised we have received complaint our customer with below details: nature of complaint: needle broke. Original complaint: I am writing to you from (redacted), USA. My urologist prescribed your edex 20 mcg product. On valentine's night, one of the needles broke off inside my penis. I was shocked and was told to go to the emergency room. The ER urologist they contacted said attempting to remove it could cause even more damage. Well, the discomfort grew. I experienced intense burning, pain, and stabbing. Consequently, I went to see my own urologist who told me to contact one of his colleagues who specializes in reconstructive surgery. He sent me to a different ER. One of his urologist colleagues removed the needle from my penis and I'm finally healing after a great deal of discomfort. The actual procedure was fairly easy in the end. He had to reinforce the gland, then palpate the needle to the surface, upon which one of his assistants extracted it with a tool. The batch involved was packed using the following canula batches from bd: (B)(4) pcs. - batch: 4010771. (B)(4) pcs - batch: 4079018. Thank you for providing us with a robust investigation: inspection of the retention samples. Any technical issue related to the reported problem during the production? Thank you to share a root cause? Who detected: market, where on the product: needle, first occurrence date: on (B)(6) 2026, sample availability: na, specification reference: mqa.0061 rev 01, applicable criteria: broken or detached, aql: not specified by the specification, quality comments. As a consequence, and in order to support the closure of our internal deviation we need your support by delivering: final report requested for 17/apr/2026 including potential causes verified, corrective & preventive action plan definition & due dates, corrective & preventive action plan effectiveness check due dates. Important note: any delay versus the requested due date, should be notified to bd with justification and recommitment on complaint investigation report due date. We would like to receive your acknowledgement. Vcoyne 15april2026: update/additional information from bd. Indeed, two lot numbers are captured in the report, and at this stage it is not possible to determine which one is responsible for the defect. As a result, one of the two lots must be considered potentially impacted. Therefore, we kindly ask you to perform a full investigation on both lots, including but not limited to: verification of any production incidents, review of any technical interventions (maintenance. Process adjustments, adhesive changes, raw material changes, parameter changes, or operator changes). Review of manufacturing and quality control records. Checking for any similar non-conformance's or deviations reported. Please also provide a detailed root cause analysis (rca), along with the corresponding corrective and preventive actions (CAPA), if applicable. Do not hesitate to contact us should you require any additional information to support the investigation.